Event description:
It was reported to philips that the device battery pca pins are bent. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Event description:
It was reported to philips that the device battery pca pins are bent. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Event description:
It was reported that the pins were bent on the battery pca. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery pca, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.